Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that her device was working except for a little seepage after she did not stay on the toilet long enough. Patient further explained that she got a little spots of ¿poop¿ all the time and this happened all the time since implant. Patient stated the issues were that they used to be huge but now it was just a little. Sometime she sit right back on the toilet after she gets up and feel it coming out then she is ok. Patient stated the device was working. It was indicated that she had rectal surgery a long time ago and was told that unless she moved quickly when she urinates because it was possible that as she aged, she would not feel the bowel movement coming. Patient stated sometime she not ran fast enough to empty her bladder, she got the seepage. Patient confirmed this was the reason she had the implant. It was also reported that the patient inquired how to turn stim off. Patient services reviewed and patient was able to turn stim off. Patient reported that the device gave her a shock/shoot of pain into the rectum when she turned stim back on but that feeling faded away. Patient was advised to decrease stim if uncomfortable and patient noted that it faded away. Patient stated she would like to leave it on current setting because the stim had a tendency of fading out, so she had it at 4v until she went to bed and it pinched. She then put stim back down to 3.9v. Patient confirmed stim was comfortable. It was reviewed with patient that it was normal for an implantable nuerostimulator (ins) to jump up to the programmed setting when stim was turned on. Patient confirmed it faded away after stim had been turned on. Patient confirmed she was on 3.9v. A few days later, additional information received from healthcare provider (hcp) reported that patient was seen on (B)(6) 2017 and only having urgency when driving and having to urinate. Her entire device was interrogated on (B)(6) 2017 and no abnormalities noted. The hcp also reported that patient had ins placed (B)(6)2016. Patient did well and found it helped her significantly with urinary and fecal incontinence. The patient had issues with c diff infection and had a fecal transplant. The patient had called the clinic in the past and they adjusted her voltage and program over the phone. Patient stated she was doing well now on program 2 at 3.9v. She was at 4v but this caused a pinching sensation. At 3.9v, she felt the sensation but it was not uncomfortable. She still had some issues with leakage of formed stools. This happened if she was in the car or got an urge to urinate but cannot get to the bathroom then she would have a small smear of stool. This is the reason they think she gets frequent urinary tract infection (uti). The patient was waking up 4 times in the night because she got the sensation to urinate. The patient usually got a good sensation throughout the day to have a bowel movement. A follow up appointment on (B)(6) 2017 noted that patient was doing well. Patient should continue on program 2 at 3.9v. Patient was advised she can increase fiber supplement she takes to help bulk her stools. She can also take half an imodium as needed to help bulk her stools if the fiber does not help. Patient should follow up for another sns recheck in 1 year time or sooner if she has any issues. Patient was to schedule a follow visit with hcp in one year. The battery longevity was at 39-43 months. Patient was on program 2 at 3.9v and stim setting was at +3-1, impedance noted less than 4000 ohms. The patient¿s medical history including: urinary incontinence, hypertension, fecal incontinence, arthritis, history of stroke, colon polyp, diverticulosis, constipation, polymyalgia, anal fissure, fecal urgency and diarrhea. At about two weeks later, patient further reported that she was trying with diet, although she liked to eat healthy with a lot of veggies and salads. If she did not control intake of these healthy foods, she had more seepage. Also, because she had surgery for fissures removal 35 y ears ago, she was told that as she aged that her urge to urinate was at times her urge to defecate, so if she was slight late in getting in a toilet, she often encouraged seepage so she worked at not being late in urinating. She handled slight seepage by leaving a small piece of toilet paper on her rectal area until her next time to empty her urine or fecal so her problem was not completely resolved but improved. In (B)(6) 2016, she was cured for c-diff with an implant of good bacteria into her colon. C-diff was with her for 5 months. During these months, seepage was rampant. However, there was marked improvement after the implant and it helped a lot. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: the patient¿s infection was not related to the patient¿s device but rather it was due to the antibiotic the patient was taking. Additional information was also received from the patient. Patient states she just adjusted her stimulation up about 4 points but the stimulation fades out and they were having trouble with leakage. Patient further states she was told that the only signal to defecate would be when she feels like she has to urinate and sometimes she is not in a situation where she can run to bathroom immediately. Patient had a problem with a big bowel movement in her pants. Stim was on 4.1 and they have it on 4.5 today because after a while, she does not feel it anymore. Patient noted that she feels a pinch when she has stim up too high and then when she lowers stim and it's comfortable then stim fades out. Patient further states that everytime she eats she worries about pooping in her pants and so she has to watch everything she eats. Patient states she was invited to a luncheon yesterday and could not feel it coming but felt wet. Patient states she went to the bathroom and had a whole bowel movement right after she ate her meal. Patient states she used to complain that she could not feel stimulation when she had to go urinate but that is not the case anymore. Patient further states that "the only time she has trouble getting a poop release is when she cannot get to the bathroom". Patient states she knows that she has to go pee but she cannot get to the bathroom on time and the poop comes out all at the same time. Patient noted that due to her poop releases, she developed a bladder infection 1.5-2 months ago. Patient states she was treated with gentamicin and confirmed bladder infection resolved. Patient also noted that due to all the antibiotics she was taking, she developed c-diff infection in (B)(6) of 2016, and also noted c-diff is the reason she had implant put in. Patient wanted to know how she can change programs so she does not go in her pants. Patient states she is on 4.5volts and used to be on 3.4 volts, and was redirected to follow up w/ hcp for the following reason: to discuss about changing programs if current program is not working. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she still had ongoing bladder issues that has worsened. She indicated that she had a fall and so she had to have a hip replacement on (B)(6) 2017. She noted that she was still in rehab and was still needing to go to the bathroom all the time. She did not have her patient programmer with her to check her implant settings.no further complications were reported or are anticipated.